Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface pcb connections were evaluated and reseated. The system was tested and found to be working as intended and return to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.